Event description:
The report from the database indicated that approximately five and one-half (5 1/2) months after the index procedure the patient had restenosis of a previously placed cypher stent. The patient was re-admitted during the follow-up for re-evaluation of his coronary arteries. The pt was reported to have been compliant with his antiplatelet therapy. The target/restenotic lesion was the mid left anterior descending (lad) artery. The lesion was found to have an 85% stenosis just distal to the cypher stent (per stent restenosis) and a 30% in stent restenosis (isr) in the distal part of the stent. The restenosis was treated by placement of an additional cypher stent. The patient was discharged the next day.

Manufacturer narrative:
A 21 year old male with a history of heart transplantation, chf, hypercholesterolemia, severe concomitant disease, renal insufficiency and atrial flutter (previously treated with cardioversion) experienced a restenosis five and a half months post cypher stent implantation. Initially, the patient was electively admitted to assess him post-transplant and underwent an angiogram that revealed lesions in his first omb and mid lad. This patient's extensive hisory puts him at increased risk for mace. Intra procedural medications included unfractioned heparin. The administration of asa, plavix or gpiibiiia and the performance or recording of acts was not reported. The first omb was described as de novo, 90% occluded, 1.5mm in diameter, 13 mm in length and with little or no calcification present. The lesion was treated with ptca only with a resultant 20% residual stenosis. The mid lad was described as de novo, 80% occluded, 3.5mm in diameter, 8mm in length, located in a bifurcation and with little or no calcification present. The safety and effectiveness of the cypher stent has not been established I these types of vessels and/or lesions. The lesion was not pre-dilated prior to the placement of a 3.50 x 18 mm cypher stent at an unknown maximum inflation pressure. The patient was discharged on medications that included asa and plavix. Five and a half months later the patient returned for a repeat angiogram that revealed a 30% isr in the distal aspect of the stent itself and 80% distal peri-stent stenosis. This was treated with the placement of another cypher stent. The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. There are patient, vessel and procedural factors that may have contributed to this event.